Manufacturer narrative:
The complaint investigation for false negative architect sarscov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records, and scientific literature. Return testing could not be completed as return samples were thawed upon receipt at abbott lake county testing site. Labeling was reviewed and sufficiently addresses the customers issue. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customer observation. In house sensitivity testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. In this case, the customer observed discrepant results for multiple patient samples. Four of the patient samples generated potential false negative results compared to biomerieux igg minividas. Additionally, two patient samples generated positive architect sars-cov-2 igg results and positive biomerieux igg minividas results but showed big differences in values between two testing platforms. However, no unit of measure was provided for the biomerieux method and comparison of the assays is not possible. According to the, patel r, et al, report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars-cov-2/covid-19, mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, the samples were collected from 2 of the patients 49 and 57 days after the pcr positivity. The study, quan-xin long et al, clinical and immunological assessment of asymptomatic sars-cov-2 infections, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. The product package insert advises the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patients. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019, medrxiv. Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
This report is being filed on an international product list 6r86-22, that has a similar us product distributed in the us, list 6r86-20/30. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false negative architect sarscov-2 igg results for four (4) patient samples compared to other methods. Additionally, two (2) patient samples generated positive architect sars-cov-2 igg results and positive biomerieux igg minividas results but showed big differences in values. Biomerieux cutoff value is 1, with no unit of measure provided. No patient history and no race/ethnicity was provided. No impact to patient management was reported. ID (B)(6) ((B)(6) year old female) was architect sars-cov-2 igg negative (1.33 index (B)(6) 2020) but biomerieux igm minividas negative (0.29), biomerieux igg minividas positive (2.49), pcr positive ((B)(6) 2020), pcr negative ((B)(6) 2020). ID (B)(6) ((B)(6) year old male) was architect sars-cov-2 igg negative (0.88 index (B)(6) 2020) but biomerieux igm minividas negative (0.25), biomerieux igg minividas positive (2.96), pcr negative ((B)(6) 2020), pcr positive ((B)(6) 2020). ID (B)(6) ((B)(6) year old female) was architect sars-cov-2 igg negative (0.91 index (B)(6) 2020) but biomerieux igm minividas negative (0.17), biomerieux igg minividas positive (1.39), pcr negative ((B)(6) 2020). ID (B)(6) ((B)(6) year old female) was architect sars-cov-2 igg negative (1.3 index (B)(6) 2020) but biomerieux igg minividas positive (7.41). ID (B)(6) ((B)(6) year old female) was architect sars-cov-2 igg positive (1.54 index (B)(6) 2020) but biomerieux igm minividas negative (0.31), biomerieux igg minividas positive (7.25), pcr positive ((B)(6) 2020), pcr negative ((B)(6) 2020). ID (B)(6) ((B)(6) year old female) was architect sars-cov-2 igg positive (4.44 index (B)(6) 2020) but biomerieux igm minividas positive (1.32), biomerieux igg minividas positive (17.17).